Event description:
Customer reported a cracked and shattered touchscreen on the pump, which rendered it unresponsive and illegible. The issue did not cause the customer¿s blood glucose levels to exceed 500 mg/dl, and there was no adverse impact. As a resolution, customer was directed to apply for a new pump.